Event description:
Customer reported issues with infusion sets, primarily occlusions. There was no adverse impact to the customer¿s blood glucose level. Customer declined callback and further troubleshooting, and no additional actions were necessary at this time.